Event description:
It was reported, the pt had a bha in 2006, however, he complained of pain 22 days and had revision surgery 3 days later. The surgeon found that the locking ring was disassembled from the cup and it was on the stem-rack. Pt was revised.

Manufacturer narrative:
Additional info has been requested and if received will be supplied on a supplemental report.